Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 5 photos submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the photos. From the photos it can be observed that there is a leak from the joint of the syringe and needle. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation.

Event description:
It was reported that suspension leaked from the joint of the bd¿ blunt fill needle with filter and syringe during use. The following information was provided by the initial reporter: "suspension leaked from the joint of the syringe and needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that suspension leaked from the joint of the bd¿ blunt fill needle with filter and syringe during use. The following information was provided by the initial reporter: "suspension leaked from the joint of the syringe and needle."